Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 32 mg/dl. The customer reported hypoglycemia and loss of consciousness treated with emergency visit to the hospital. The event involved product(s) mmt-1884, mmt-332a, mmt-381a, mmt-7040a. Troubleshooting was performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this is a duplicate case of report number: 2032227-2025-149053. As per report 2032227-2025-149053, customer reported having a low blood glucose of 32mg/dl. Later it was reported in medwatch that the low occurred on (B)(6) 2025. Customer lost consciousness in the snow and had hypothermia. Paramedics also took him to the emergency room, where the nurses gave him a warming bed to reverse the severe hypothermia. Customer reported that 5min after leaving his car, he collapsed while walking his dog at a local park. Paramedics were called and they gave him dextrose for his low blood glucose value. User said that he had 2 incidents (one of which is this one and the other is submitted through report number: 2032227-2025-162805) where the sensor did not warn him that he was getting low. Guardian 4 sensor was inserted in his upper thigh. Customer declined troubleshooting. Per carelink, pump was used within 48 hours of the low and smartguard was used. Customer will discontinue the pump and return it under report number: 2032227-2025-149053.